Event description:
It was reported that the mattress caused a pressure ulcer for the patient. Further information has not been provided.

Manufacturer narrative:
The customer stated that their internal investigation was inconclusive on what caused the event to occur. The device catalog number and serial number could not be identified by the user facility. Further information regarding the patient injury was not provided.

Event description:
No new information.